Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the distal portion of stem had perforated the sterile packaging prior to opening of implant. Due to this, the implant was not used and taken off the field. A second implant was opened and minimal delay to surgery occurred. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Evaluation of the returned product confirmed the sterile packaging (pouch and blister) is damaged and there is debris inside the sterile packaging which is consistent with the appearance of porous coating. Sterility has not been compromised as outer sterile barrier is still intact. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event it likely to be damage during transit. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.